Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d3, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, the balloon of a 6f/7f mynxgrip vascular closure device (vcd) ruptured and leaked sterile heparin saline during the device preparation procedure. Hemostasis was achieved by another unknown mynx device. There was no reported patient injury. The device was prepared and stored according to the instructions for use (IFU). There was no damage observed prior to opening the package. The femoral artery¿s suitability verified on angiography or venography including the insertion angle (30-45 degrees) of the 7f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer¿s mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. Neither the procedural syringe, nor the procedural sheath was returned with the unit for evaluation. The device stopcock was found in the open position, the balloon was observed to be completely divided in two due to an observed radial rupture that completely split the balloon. The condition of the returned device showed conditions that could be related to the reported event. The sealant and advancer tube were returned in their manufactured positions, and the sealant sleeve was not retracted from its manufacturing position; therefore, it could be considered that no catheter sheath introducer (csi) introduction occurred with the returned unit. The functional test could not be executed as the balloon would not be able to inflate due to the conditions of the balloon where a complete separation occurred due to a radial tear observed on the balloon¿s surface. A microscopic analysis from the balloon¿s surface was executed and it was noticed that a radial tear was present on the device¿s balloon, impeding the functional analysis for this evaluation. The reported event of ¿balloon-balloon loss of pressure at prep¿ was confirmed through analysis of the returned device. However, the exact cause of the radial tear condition found could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue reported. However, as this issue was found during preparation of the device, handling factors during prep are possible, even though it was reported that the device was prepped per the IFU. According to the IFU during the prepare balloon step, which is not intended as a mitigation, ¿fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd) ruptured and leaked sterile heparin saline during the device preparation procedure. Hemostasis was achieved by another unknown mynx device. There was no reported patient injury. The device was prepared and stored according to the instructions for use (IFU). There was no damage observed prior to opening the package. The femoral artery¿s suitability verified on angiography or venography including the insertion angle (30-45 degrees) of the 7f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer¿s mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.